Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent second partial hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with tvh/rso due to sui, genuine urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, recurrent utis, lower back and abdominal pressure and erosion of her internal bodily tissue. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopic lso and lysis of adhesions on (B)(6) 2008 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; due to sui, genuine urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, recurrent utis, lower back and abdominal pressure and pain. (B)(4).